Manufacturer narrative:
A ge service representative performed an on site investigation. The service rep found the computer board to be bad and was not booting. The cpu board was removed and reinstalled. The system is operating as intended.

Event description:
It was reported that the 6800 system would not boot and make x-rays. No pt was involved in this incident.